Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the battery cap contact width was found to be out of specification. This report is being made based on the evaluation results.

Manufacturer narrative:
The battery cap threads were found to be stripped and the battery cap was unable to attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.